Event description:
It is reported that the patient is experiencing pain. The bone scan confirms femoral loosening.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: bone scans results were available for review, which confirmed loose prosthesis of his femoral component. His range of motion is painless, but he does complain of thigh pain especially with weight bearing. Surgical notes were reviewed. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.